Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Review of the history log confirmed the reported system error 322. Further eval determined that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies will be replaced.

Event description:
It was reported that a pump has a system error 322. It was also reported that there was no pt involvement.